Event description:
It was reported that there was a tear in the external layer of the inflatable penile prosthesis (ipp) cylinder resulting in fluid loss. The ipp device was revised. There were no patient complications.